Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a burning sensation, like a hot piece of coal, at the implant site. For the three weeks since implant, the patient had been experiencing pain. Antibiotics were prescribed for three weeks, but blood work ruled out infection. The patient had been using pain medication and a lidocaine patch. Edema had formed over the implant and made charging difficult. The edema was normal post-op swelling. The patient thought they were rejecting the implant. The implant site was not red, though every time the patient moved was painful. The patient could only "get this thing to work" by arching their back, which was painful and the patient could not walk around backwards. Stimulation was off the first week and a half following implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, an update will be made.